Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s wake button stopped functioning, and the display only illuminated when the device was placed on a charger; during handling outside its case, the pump was dropped and the screen cracked, and a restart did not restore wake-button function, leading to replacement of the device. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting by restarting the device and arranging replacement. Investigation of this device revealed a mechanical failure of the wake button and physical damage to the screen consistent with user drop, affecting the display component and user interface controls. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to dropping combined with a nonfunctional wake button, with user handling contributing to the screen damage.